Event description:
It was reported by an MRI technician that a patient of theirs implanted with the vns was currently an inpatient at the hospital due to uncontrolled seizures and possible stroke. The stoke will not be captured at this time as stroke has not yet been confirmed to have occurred by a physician. No other relevant information has been received to date.